Event description:
Pt sustained a grade ii, open fracture of the distal tibia and fibula on 8/28/99. When pt began physical therapy pt experienced pain after 2-3 sessions. X-ray taken on 4/25/00 showed nail had fractured. Broken device was removed and pt was revised to a larger nail on an unknown date.